Event description:
Home patient called baxter customer service center stating that homechoice cassette may be leaking. Home patient noted this during use and found fluid all over the table. Paitent informed his nurse and was given ancef 500 mg x 1 dose. Per healthcare professional, cultures not drawn and no resulting patient injury.